Event description:
A malfunction alarm, identified as malf 16, was reported for the pump, which was confirmed to be within warranty. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to switch to manual daily injections as a backup therapy to ensure continuous insulin delivery. Tandem technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it. The customer agreed to return the problematic pump within ten days using a pre-paid label.